Event description:
It was reported that during implant, the pacing lead failed psa test. The physician changed 5 different positions but was unsuccessful. The lead was exchanged for another new pacing lead. The new lead was normal and the procedure was completed. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.